Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. Contamination was found under all keypad button contacts. Unrelated to these issues, the keypad cover was completely detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.